Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the 511sd seal split and leaked pneumo. There was no consequence to the pt. 09/18/1998 additional info is that the case was completed using a new trocar.